Event description:
It was reported that during a lumbar fusion surgical procedure the attachment device was making noise and would not turn properly. The planned surgical procedure was completed successfully with a one-to-four minute delay, using an identical spare attachment device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).